Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer's representative (rep) reported the consumer experienced pressure on the right side of their neck and up in their h ead when they tilted their head side to side. It was further reported stimulation wasn't terribly strong, but it did cover all of their painful areas and provided relief. It was unknown what could have caused this. No troubleshooting was performed since programming was comfortable and covered the consumer's painful areas. The healthcare provider's office ordered an x-ray to determine if the lead migrated up into the back of the head which indicated a possible slight migrations south of both leads of about an inch or less, but conflicting information stated the hcp was going to inform the consumer the lead had not migrated into their head. It was unknown if the issue was currently resolved, but there was no surgical intervention planned. The rep. Was going to follow up with the consumer in a week to see how they were doing. Relevant medical history includes spinal pain and cervical/neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.